Event description:
Adverse event(s): no patient injury (no consequences or impact to patient). Product problems(s): system message displayed (device displayed error message). The nurse reported a system message displayed and the illuminator would not work. The system was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The supervisor pcb was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)